Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that it was functioning properly and passed all functional testing. However, unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus. Customer stated that insulin continued to bolus he got the insulin even after the no delivery alarm. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 207 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.